Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the device clinic. The device was found to be in vvi backup mode via a review of a merlin transmission. The device was restored to normal function and reprogrammed with the patient's lead information and settings. The patient was stable.